Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 16jan2020.

Event description:
The customer reported unit logged an error code consistent with high blower temperature. The customer verified that the circulation fan was operational. The customer states that the unit has the 2.30 software. The customer advises that the circulation fan filter and the air inlet filter were very dirty to the point they could cause the blower to overwork. The remote service technician advised the customer to replace the filters and clean dust from the unit. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician confirmed the reported issue was due to dirty filters. The filters were replaced to resolve the reported issue and the unit was run all day with no signs of over heating.